Event description:
It was reported by the customer that they called the hot line post procedure that an intra-aortic balloon (iab) was stuck in the super arrow-flex (saf) sheath. As a result, the physician had to upsize a 9 fr sheath to place iab.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.